Manufacturer narrative:
Additional information: the device issue required the tube be removed and replaced to maintain patient airway. No adverse effects. Device evaluation- one sample was returned for evaluation. The device was examined; no discrepancies were identified. The device was given functional testing: this showed leakage at the cuff area. The manufacturing facility performed a review of the manufacturing process. The review showed that assembly process was being performed as per procedures. The reported issue was determined likely caused by damage during use.

Event description:
It was reported that the customer confirmed in a pre-use check that a smiths medical trach tube and cuff worked properly. However, during the use of it, he noticed air was leaking from the cuff. No patient injury.